Event description:
It was reported that the nurse placed a catheter in the patient under aseptic operation. When the nurse deflated the balloon to remove the urine tube the fluid in the balloon could not be withdrawn and it caused the pain for the patient. The urologist tried to snip off the catheter but the fluid in the balloon was not discharged. The doctor used the guidewire through the tube but it was unsuccessful and the doctor suggested for abdominal puncture and puncture of the balloon but the patient family did not agree. Eventually the remaining urine automatically came out and there was no liquid in the balloon.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse placed a catheter in the patient under aseptic operation. When the nurse deflated the balloon to remove the urine tube, the fluid in the balloon couldn't be withdrawn and it caused pain for the patient. Urologist tried to snip off the catheter but the fluid in the balloon was not discharged. The doctor used the guidewire through tube but it was unsuccessful and the doctor suggested for abdominal puncture and puncture of the balloon but the patient family did not agree. Eventually the remaining urine automatically came out and there was no liquid in the balloon.